Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. While at work, the patient was experiencing blurry vision, ¿couldn¿t walk right¿, and felt as if she was going to pass out. The patient¿s cgm was reading high mg/dl. The patient did not have a bg meter with her to provide a bg meter comparison. The patient¿s employee called for an ambulance. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 29 mg/dl while the cgm was still reading high mg/dl. The reporter declined to provide further event details. At the time of the report, the patient was feeling tired and exhausted from the event that occurred 2 days prior. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.